Event description:
It was reported that the left ventricular (lv) lead, right ventricular (rv) lead and right atrial (ra) lead exhibited high thresholds. It was also noted that the ra lead exhibited undersensing. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.